Event description:
The event is reported as: the customer alleges that the circuit leaked during pre-testing and prior to patient use.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.